Event description:
It was reported to philips that the paddles for the device had burn marks and made a popping sound during operational testing. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.